Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed due to receiver will not turn on even with good battery. Perform internal visual inspection and failed due to moisture damaged. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Perform internal visual inspection was performed and failed due to moisture damaged. Pictures were taken. The receiver log was not downloaded and reviewed because the receiver would not turn on, even with a good battery.